Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed events, which were confirmed in the submitted log file data. Cosmetic damage to the driveline¿s silicone sleeve was confirmed underneath a rescue tape repair. A distal end driveline repair was performed by a technical services representative on 7/18/2019 under work order 00069289. The approximately 17.5" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing was performed and did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported, and the patient was discharged home on a grounded patient cable. The patient remains ongoing on vad-60187. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The system controller clock not set was reported under MFR # 2916596-2019-03787. Approximate age of device, 3 years 3 months (the age is calculated from the date of implant to the event date.) The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was having issues speed drops. The patient¿s speed dropped to less than 500rpm¿s. The customer indicated that the times of the system controller was not accurate as the system controllers time was not set. A review of the log file showed 112 low speed advisories. Speed drops were as low as 3200 rpm. Unable to determine how long this has been going on as the controller clock was reset to 1/1/2001 1:00 when, at some time in the past, the system controller lost external power and the ebb depleted to a value that would not have supported lvad operation (this would cause a the yellow wrench alarm noted in the below event history summary). The low speed advisories has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or ungrounded patient cable until further investigation is completed. An external percutaneous lead repair performed without any issue. The patient is expected to be released to home on regular grounded patient cable post observation. No further information was provided.